Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to the location and checked the executive processor board and found that it was hanging up at loading the software on the front end board. To resolve the issue, the stm replaced the front end board. However, the system booted up with error code 10 after replacement of the part. To resolve this issue, the stm performed calibration and rebooted the iabp again and this time it correctly booted up and passed all functional and safety tests. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped working during warm up for a trade show and displayed "internal communication failure" with a high pitch alarm. After that occurred, the iabp would not boot up. This event took place at a trade show at the convention hall in boston and the iabp is a demo unit. No patient was involved and no adverse event was reported.